Event description:
It was reported that the right cylinder of this inflatable penile prosthesis was not inflating at all, and there was minimal inflation on the left. A replacement surgery was performed, and it was noted that there was a complete break in the tubing from the pump to the right cylinder. The pump was noted dry and there was no fluid in reservoir. The reservoir remained intact. The pump and cylinders were removed and replaced. No patient complications were reported.